Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting a gradual rise in defibrillation and pacing impedance measurements. The patient had a dialysis catheter implanted one month ago and that is when the measurements started to rise. Pacing impedance increased from approximately 700 ohms to 2000 ohms. Shocking impedance increased from 49 ohms to 115 ohms. A revision procedure was performed and the device and right ventricular (rv) lead were removed from service and replaced. No additional adverse patient effects were reported.